Event description:
End-user claims while using their manual wheelchair, equipped with a smartdrive and switch controls with mono jack and buddy button, when attempting to disengage the drive motor by pressing the buddy button, claims the motor failed to disengage forcing the end-user to maneuver the wheelchair into a tree. No serious injuries were received as a result.

Manufacturer narrative:
Suspect device and controls were examined and were found to remain fully operational with no signs of a malfunction having occurred. Testing was conducted in the field with the primary device and controller with the controller properly starting and stopping the smartdrive device as per design. Permobil was unable to replicate any failure as alleged as having occurred. Suspect controller is still in use with no further reports of recurring behavior. Permobil is unable to reach a determination as to possible root cause without speculation. A review of the device history record from the date the device was manufactured was performed which noted that this dev ice was not involved in manufacturing quality non-conformance. The device met all quality criteria prior to its release.